Event description:
It was reported that the patient presented for follow-up in clinic. Upon device interrogation, the right ventricular (rv) lead exhibited over-sensing resulted in pacing inhibition. No intervention was performed. The patient was in stable condition.